Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pin broke off the spike arm during surgery. No piece was left in the patient.